Event description:
Related manufacturer reference: (B)(4), (B)(4), (B)(4). During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Following ablation of the pulmonary vein, the patient became hypotensive. An echocardiogram confirmed a pericardial effusion. The location and cause of the effusion remains unknown. Protamine was administered and no further intervention was required. There were no further complications and the patient was stabilized. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: b5, d11.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
During a procedure, a pericardial effusion occurred. There were no further complications and the patient was stabilized.